Event description:
It was reported that the device exhibited a 'cassette not attached' error. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: device received on 10/15/2024. The investigation is still in process. When the investigation closes a supplemental report will be completed.

Manufacturer narrative:
D3 - mfg establishment name: d9 - date returned to mfg: 10/15/2024. One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.